Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of tracking and trending data, a review of the performance of the likely cause, testing using retained kits, a review of sensitivity, and a review of product labeling. According to more recent information the sample was confirmed negative and the customer does not consider the result to be false nonreactive anymore. Ticket searches determined normal complaint activity for the lot. Tracking and trending report review did not identify any trends. Performance of the likely cause was reviewed and no non-conformances or deviations were identified. A retained kit of reagent lots 02193be00 and 04115be00 were tested in a sensitivity setup. Results of this setup did not implicate that the sensitivity performance of the lot is negatively impacted. The reagent kits showed normal performance without false non-reactive results. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified. The customer performed additional testing on the sample and confirmed the sample to be negative. The customer is no longer alleging that the abbott architect result is false. Therefore, no further information will be provided regarding this event as the customer believes the abbott result to be correct. Additionally, the suspect medical device lot number was updated from unknown to lots 02193be00 and 04115be00.

Manufacturer narrative:
All available patient details have been included. No additional patient details are available. This report is being filed on an international product, list number 8l44 that has a similar product distributed in the us, list number 6l22. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) result when processing on the architect i2000sr. Results from other methods (bep siemens: (B)(6) and biomerieux vidas: (B)(6)) were (B)(6). No impact to patient management was reported.